Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins went dead. The patient said they have an upcoming appointment with their healthcare professional. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that the patient was making supper and got a sudden jolt of electricity down their right leg, then terrible pain in their right hip. The patient spent that evening and the next day trying to correct the problem according to the book and then called their clinician. It was noted that it started to work again, so the patient cancelled their appointment; then 6 days later it went dead again. The dead stimulator had not been resolved and the patient had an appointment friday, (B)(6) 2018. No further complications were reported/anticipated.